Event description:
It was reported by the customer's father that their insulin pump keypad was unresponsive to user inputs. Customer stated the device is unable to deliver insulin due to the act and escape buttons not working. Customer's blood glucose level was not provided at time of reporting. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.